Event description:
Surgeon reported through email a post operative failure of bioabsorbable suture anchor at eleven months post initial surgery. Pt complained of a "tearing sensation" two weeks post-op during physical therapy.